Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side intracapsular rupture. Device has been explanted.

Event description:
Healthcare professional reported left side discomfort and exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, missing shell, underweight and black particles in the shell. A visual and microscopic analysis was performed which identified: striated broken on posterior and creases fold. Based on the device analysis the final assessment is: a striated broken on posterior assessed as surgical damage. Missing shell assessed as inconclusive.